Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot #: unknown (the customer reported lot number 60118051 which is not recognized by baxter healthcare corporation.) The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.